Manufacturer narrative:
Device evaluation summary: it was reported that a 31 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 330cc and experienced deflation on the left breast implant. The deflation was found during surgery on patient. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 450cc gel implants, catalog # shpx450, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. White material was observed within the device and on the shell surface. During visual examination, the mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures and a leakage was detected at valve. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a leak was found close to the valve. Based on the information provided and the results of the laboratory examination of the device, the mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Furthermore, at this point it is also not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 330cc saline breast implant, catalog # 3503330, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 330cc and experienced deflation on the left breast implant. The deflation was found during surgery on patient. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 450cc gel implants, catalog # shpx450, s/ns: (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.